Manufacturer narrative:
Unit received with stuck motor error alarm loop during rewind due to corroded motor home switch noted. Unable to perform displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test due to motor error alarms. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window. (B)(4).

Event description:
Customer reported via phone call of not being able to prime insulin pump due to receiving motor error alarms. Customer's blood glucose was unknown. During troubleshooting, customer received a motor error alarm. Customer was advised that insulin pump would need to be replaced.